Event description:
Customer reported that the sensor was tested with the alarm before putting it into use. When the weight was removed from the sensor, the alarm did not sound. There are no creases or folds on the sensor pad. The alarm was tested with other sensors and the alarm works correctly. There was no pt contact.

Manufacturer narrative:
(B)(6) - product was requested to be returned for eval and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).